Event description:
Patient states that he presented with umbilical hernia on (B)(6) 2007 to the ER. Patient reports that he was implanted with gore-tex dualmesh on (B)(6) 2007. Patient states that he began having stomach/abdominal pains, nausea, vomiting, unable to pass gas, bloating/distention, constipation, diarrhea, gastric issues, and topical pain at the site of the mesh. Patient reports that he had a second procedure (laparoscopic lysis of adhesions surgery with bowel obstruction) on (B)(6) 2008. The patient states that the physicians report from the second procedure stated that the mesh had contracted in size, and had two loops of intestine stuck to the underside of the mesh, which also had adhesions on the respective intestinal loops as well. The patient reports that there was a third surgical procedure that took place on (B)(6) 2016 for incarcerated epigastric ventral hernia. The patient states that the physicians found there to be a left inguinal hernia present as well as the aforementioned epigastric ventral hernia. The patient states that there were some adhesions to this hernia as well. The patient reports feeling mistrust due to the fact that he was told so many positive things regarding the gore-tex dualmesh for the first procedure on (B)(6) 2007, however the operating physician for the third surgical procedure on (B)(6) 2016 instead chose to use a parietex composite mesh.